Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
The reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, an incorrect lens was implanted. Due to the incorrect lens being implanted, this results in a refractive surprise. The lens was exchanged for a same model, length but different power lens. The problem was resolved. Ause of the event was reported as user error. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.